Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0240776. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-27. Medical device lot #: 1036006. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-02-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd plastic non-sterile luer-lok¿ tip syringes had scale marking issues, and 1 syringe had foreign matter in it. Lots 0240776 and 1036006 were reported to have been involved, but it is unknown which and how many syringes came from each lot. The following information was provided by the initial reporter: "12 syringes bad print...1 syringe contamination top. - lot: 0240776/1036006".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0240776. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-08-27. Medical device lot #: 1036006. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-02-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd plastic non-sterile luer-lok¿ tip syringes had scale marking issues, and 1 syringe had foreign matter in it. Lots 0240776 and 1036006 were reported to have been involved, but it is unknown which and how many syringes came from each lot. The following information was provided by the initial reporter: "12 syringes bad print...1 syringe contamination top. - lot: 0240776/1036006".

Manufacturer narrative:
Follow up MDR for device evaluation nineteen 5ml syringes (p/n 301027) were received and visually evaluated. Six syringe had ink dots, one syringe had missing print, five syringe had embedded foreign matter observed. Seven syringes were found to be acceptable per product specification. Potential root cause for the embedded foreign matter defects is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Potential root cause for the scale marking defects is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the batch 0240776 that could have contributed to the reported defect. Scale marking defects were noted during production of batch 1036006. Production was stopped and product was requalified per procedure and applicable acceptable quality limit, however it is possible a limited number of pieces with this condition were able to escape detection. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batches #0240776 and #1036006 are considered in compliance with our product specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.